Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that a cartridge alarm 1 and occlusion alarm occurred. Customer changed pump supplies to address the issues.